Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the distribution node and rear electrodes. Irritation was described as six inches long, open and bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest and the nursing staff kept the irritated area covered and clean. Follow up indicated that the irritation is improving.